Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, bipolar atrial lead impedance was <200 ohms. Unipolar lead impedance was 211 ohms. Bipolar atrial sensing was intermittent at 0.1 mv, unipolar atrial sensing was 0.75 mv. The device was left in unipolar pacing and sensing.

Event description:
It was reported that the cco value was incorrect "drifting output". No patient injury was reported.

Manufacturer narrative:
The lead was explanted due to infection. Due to the interval between the date of implant and the date of explant, product sterilization could not have been a factor contributing to the problem. Final analysis found that the inner insulation was damaged at 12.3 from the connector pin. The damage was the cause of the less than 200 ohms impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative